Event description:
I have been having eye redness, burning, and stinging in both eyes since 5/15/06. Through my contacts were irritating my eyes so I stopped wearing them on 5/15 and have not continued yet. My eyes are getting worse now and I asked a nurse at one of my events I went to and she told me about the recall on b&l renu w/ moistureloc. I went home and checked what I used this weekend when I stayed at my mother-in-law's house and it is renu. I believe I got it when I got my new eye exam months ago. I will make an appt at the dr tomorrow to see what this is but found it unusual that I would finally use this and now my eyes are having problems. Lot# gf5065 I think. Came in starter pack.